Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had less than 0.5 years remaining. It was noted that the gas gauge did not appear to have moved much. There were no changes to any programming or pacing outputs or percentages. Additional information indicated that the device was still functioning as programmed. This pacemaker remains in service. No adverse patient effects were reported.